Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has had at least two implantable cardioverter defibrillator (ICD) and developed a severe infection secondary to an allergic reaction resulting in explant. Attempts to obtain additional information were unsuccessful as no model/serial numbers and/or identifying patient information were provided.